Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Carefusion technical support identified the device to be related to a current field corrective action. No further investigation will be performed as the suspect component will require complete field remediation under our avea recall-z-1609-2015. The device was not returned to carefusion for evaluation as it will be required to be scheduled for remediation. All reported information will be tracked and trended by carefusion.

Event description:
The customer reported during pre-use on startup this avea ventilator alarm and displayed circuit occlusion and extended high peak pressure which was unresolved. No reported patient involvement with this event by the customer.